Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Site confirmed that there was no metal in the field and the issue occurred when a less experienced operator was in the case. As a precaution, representative completed gain calibrations, replaced a detector panel, installed imagers and verified alignment with phantom. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect detector panel has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the images from imaging system had a dark rectangular bar and ring artifacts on it. Site continued with the same images. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Correction: event date updated to proper value.

Manufacturer narrative:
Correction: event date updated to proper value. The suspect detector panel has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
Correction: patient ID, gender and unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The detector panel was returned to the manufacturer for analysis. Analysis found that the issue was able to be duplicated and that the reported event was related to an electrical issue.